Manufacturer narrative:
The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and no obvious defects were found. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. A calibrated console representing the current software version was used to test the sample. The ball in the drip chamber¿s check valve moved freely per specification. The led rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. A submerge leak test was performed on the cassette. No leakage was observed during generating 200 mmhg pressure into the cassette by the mensor. The sample could prime and pass iop (intra ocular pressure) calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After an investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the water leaked from the cassette before surgery. The product was replaced and the procedure was completed. There was no patient harm.